Event description:
It was reported that customer did not see drops of insulin at end of tubing during the fill tubing step of the load sequence, even after using more than 30 units of insulin and observing a ball of insulin at the end of cartridge pigtail. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through multiple troubleshooting steps, including using room temperature insulin, disconnecting tubing and refilling, and loading new cartridges, and after escalated support and repeat instruction on cartridge fill and load process, customer was able to successfully load cartridge onto pump and was provided replacement cartridges and infusion sets.